Manufacturer narrative:
(B)(4). The 12-inch blue striped pt line was disconnected from the male luer connector. There was minimal adhesive and no fillet present on the pt line tubing or interior of the male luer connector. It is unk how or when the damage occurred. Medtronic neurosurgery (mns) has received no other complaints for this lot number and a review of the manufacturing records showed no anomalies. A review of the mfg process has identified no systemic issues that would inhibit the product from meeting performance specifications.

Event description:
It was reported that the pt line 3-way portion fell off. As a result, air went into the pt's ventricles.